Manufacturer narrative:
The ge service rep conducted an onsite investigation. The connectors were cleaned and reseated and the voltage was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a collimator too large error message. No pt injury was reported.